Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient developed a red rash underneath the rear electrodes. The patient's physician prescribed hydrocortisone cream for the irritation. The patient's rash improved.